Event description:
The troch nail was used for subtrochanteric fracture of the right femur. It seemed to improve but the implant was found to be broken at the distal dynamization hole. The broken device was removed.